Manufacturer narrative:
Further information was provided from the customer. The customer stated that the trajectory of the drill bit was close to parallel with the parietal bone and the drill bit was having trouble finding purchase with the bone. The drill and bit were then pushed at an angle to counteract that and keep it from glancing off the bone. Too much side load pressure caused the bit to break. The drill bit broke in the middle of the bit.

Event description:
On (B)(6) 2015, during a customer visit, ad-tech's clinical specialist was notified of the following complaint. It was mentioned that "... During a case "last week" that a resident was using the drill at an odd angle at the side of the patient's temple and broke the drill bit. The doctor believes that the resident was overcompensating for the angle and was pushing the drill against the guide and causing too much friction, hence the break." There was no patient injury as a result of this complaint and no additional medical interventions were required to address this issue. Additionally, there was no delay in surgery.